Event description:
The pt applied a new omnipod on (B)(6) 2010 at 4:30 pm. His blood measure trended upward over the next couple days despite insulin boluses. It reached 492 mg/dl by 11:46 pm on (B)(6) 2010. The exact relation of that measurement to the time of his admission is unclear, but a few minutes later the device was deactivated and he was placed on an insulin drop. The pt was still hospitalized at the time he reported the event.

Manufacturer narrative:
The returned device was evaluated and found to be functioning as intended. No malfunction, manufacturing defect or other product condition that could have caused or contributed to the pt's high blood glucose was detected. A review of lot qualification records was conducted and the lot met all acceptance criteria. The omnipod user guide recommends frequent monitoring of blood glucose to detect and treat problems promptly. In the case of a high blood glucose result, it instructs the user to test again two hours after administering a correction bolus with the device and "if blood glucose levels have not decreased, take a second bolus by injection. If blood glucose remains high after another two hours (a total of 4 hours), replace the pod."